Manufacturer narrative:
Device received with an unresponsive keypad at the "down" button and isolated to the insulin pump casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had faulty keyboard. The customer¿s blood glucose was 205 mg/dl at the time of incident. The customer also stated that down arrow key and the central key did not always work. The customer also stated that while pressing hard, creates difficulties in functioning. The insulin pump will not be returned for analysis.